Event description:
It was reported that pump insulin gauge displayed amount different than caller expected earlier in day, showing 14 units instead of approximately 240 units and differing by more than 30 units from expected value. There was no reported impact to the customer¿s blood glucose level. Caller resolved issue by loading new cartridge, declined email resources for cartridge loading, and was advised by technical support to call back for troubleshooting if discrepancy occurred again, which caller acknowledged.